Manufacturer narrative:
(B)(4). Date sent: 5/17/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information was requested, and the following was obtained: did the tip crack inside the patient?. Was the tip completely missing from the device?. Were any fragments generated and fell off inside the patient due this issue? If yes, they were completely removed from the patient without additional intervention?. The tip was intact when removed from the patient. 1.the tip did not crack. 2. The tip was not missing. 3. There were no tip fragments missing. The cannula was indeed cracked. H1: MDR decision: not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the tip crack inside the patient? Is the tip completely missing from the device? Were any fragments generated and fell off inside the patient due this issue? If yes, they were completely removed from the patient without additional intervention?

Event description:
It was reported that during a lung ablation while introducing the needle it cracked. A second probe was used to complete the case with no patient consequences, however the temperature never got above sixty degrees celsius. The rep sent a call home report for that date.